Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of this report was due to air being sucked into the disposable because there was an open clamp on unused supply line. The patient confirmed that an unused supply line clamp was open. The patient further stated that the unused supply line fell out from the organizer and became uncapped. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 2 of 5. The technical service representative (tsr) instructed the hp to check lines and bags. The hp confirmed that an unused supply line clamp was open. The tsr assisted the hp to cycle power to clear the alarm and advised the hp to disconnect using aseptic technique. The tsr reviewed proper procedures with the hp. On (B)(4) 2011 product surveillance spoke with the hp who stated that the unused supply line fell out from the organizer and became uncapped. The hp confirmed he ended therapy that night and resumed therapy the next day without incident. The hp further stated that this was the first time that the supply line fell. The hp confirmed he knows to cap off the unused supply line in the future. The hp also confirmed he is resuming with therapy as usual and reported no injury or medical intervention.